Event description:
Health care professional reported cuff leaks.

Manufacturer narrative:
Based on the info provided, this event is deemed a reportable malfunction. Health care professional reports they removed the product ( no harm to patient) and set a new flexi-seal. No add'l patient/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.